Event description:
Following an internal eval of this incident co is reporting this incident. Originally not filed due to lack of medical verification of the diagnosis. Rec'd info from vistakon's affiliate rec'd a letter from a pt who noted they were not warned about acanthamoeba and pt received an injury a year ago and has suffered loss of vision in one eye. No add'l info is available to enable further investigation at this time.